Event description:
Customer called to report that the insulin pump alarmed motor error. Customer's blood glucose reading was 360 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No motor error alarm during our testing and the motor was tested outside of the device and passed. The insulin pump was received with minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.